Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 16cm distal to the is-1 connector pin. In this region deformations of the outer conductor coil were observed which most likely occurred during the explantation procedure. In addition, abrasion marks were observed along the lead body. However, the insulation was intact. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead. Subsequent analysis revealed the presence of coagulated blood along the inner coil of which was most likely introduced by means of stylets used during the explantation procedure. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific provided the following information: this complaint was reopened from a legacy system. No further data is available. The lead was returned for analysis.